Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd883108, gd882241, gd881466, and gd880757 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer from the USA of peritonitis in a patient (age not reported) coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began therapy with dianeal pd4 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on an unknown date, the patient experienced peritonitis. It was unknown to the consumer whether a peritoneal effluent culture was performed. At the time of this report, the patient was recovering. On an unreported date, dianeal therapy was withdrawn. The patient reported that the catheter was pulled and a temporary hemo (hemodialysis) catheter was placed. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.